Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: sudden increase in ventricular pacing in a patient with a cardiac resynchronization pacemaker: what is the explanation? Journal of cardiovascular electrophysiology. 2023;34:2102¿2107. Doi: 10.1111/jce.16063 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a sudden increase in ventricular pacing. The authors described a patient who had a reduction in ventricular pacing and elevated pacing rates. The physician indicated that the cardiac resynchronization therapy pacemaker (crt-p) conducted atrial fibrillation response (cafr) feature produced unwanted biventricular pacing at elevated rates relative to the patient's condition of frequent premature ventricular contractions (pvc¿s) in the presence of concurrent atrial fibrillation (af). The device was reprogrammed to disable the cafr feature. The patient eventually underwent an upgrade to a cardiac resynchronization therapy d efibrillator (crt-d) device. No adverse patient effects or additional product performance issues were reported.